Event description:
I had the inspire device installed on (B)(6) 2019 for sleep apnea. I had it removed (B)(6) 2024. I could never sleep unless I was heavily medicated. My sleep doctor talked me into trying an CPAP machine because of the struggle I had with inspire. Thought I would just leave the device in my body after I quit using it and was using the CPAP. It became bothersome to me. Right side of my tongue became sore. So I had it removed and there is still some soreness there. This device may be good for some people but I'm hearing of more and more having problems with it. Sleep study (B)(6) 2014, (B)(6) 2020. The sleep study I had after inspire was installed doesn't look too bad on paper, but I didn't sleep well that night and had to take meds to go to sleep. Bottom line I should never had this surgery. I did not know CPAP existed. I was having problems with a CPAP. Two painful unnecessary surgeries.